Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that after a pulmonary vein isolation (pvi) procedure to treat paroxysmal atrial fibrillation using a farawave pulsed field ablation catheter the patient experienced a cardiac tamponade. The procedure was completed with no apparent issues as it was going on, but afterwards a cardiac tamponade was noticed and a puncture was needed to extract blood. The patient was hospitalized and the patient recovered well afterwards. The device is not expected to be returned for analysis due to disposal.